Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3: product analysis of part# 5480004v lot# (B)(6) visual examination confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that is used in unknown spinal therapy. It was reported that the driver was broken. There is no patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the reported product was used numerous times.